Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the problem was found during emergency treatment of coronary procedure. The procedure was delayed due to the monitor would blank off but recovers. It was reported to philips that the system's flexvision monitor was intermittently blanking out, which can impact imaging. Upon troubleshooting, the philips remote service engineer (fse) checked the system remotely and customer stated that the flex vision monitor sometimes goes blank but comes back after a user action or touching the monitor and requested onsite support. On further troubleshooting the philips field service engineer (fse) checked the onsite and found intermittent blanking of the flex vision monitor. To resolve the issue, the fse replaced the flex vision monitor. After repairs, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's flexvision monitor was intermittently blanking out, which can impact imaging. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.